Manufacturer narrative:
Device received alarming failure of flash memory followed by an device software error alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failure of flash memory and device software error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failure of flash memory alarm. Customer's blood glucose value was 150 mg/dl. The customer was assisted with troubleshooting. Customer able to successfully clear the alarm but reoccurs. Customer reports insulin pump did not require rewind. Customer received a second new software release detected alarm after clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.